Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2025, a facility representative reported via (B)(4) that an ar-8400td 4 mm x 13cm torpedo broke within a patient during a shoulder arthroscopy. The broken piece was retrieved from the patient, and the procedure was completed with no patient affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8400td, torpedo, batch 15449195, was received for investigation. Visual inspection noted significant surface damage on the outer hood and a fracture at the tip of the inner tube. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is attributed to user error, specifically, side-loading the device during use. Complaint confirmed.